Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was ambulating and had a drop in blood pressure followed by a drop in flow on the lvad to 0.7 liters per minute (lpm) and then 0.2 (lpm). The controller was exchanged. Analysis of the event log from the original controller captured a drop in flow on (B)(6) 2019 when the flow decreases as low as 0.7 (lpm). The flow recovered briefly to 4.5 lpm then trended downwards to a low of 0.1 lpm. The event log from the new controller showed flow ranging from 0.1 lpm to 0.2 lpm. The log file from both controllers showed the pump was maintaining the set speed of 5300 rpm and the lvad temperature was normal. It appeared the pump was operating as intended but something caused the blood volume flowing through the pump to decrease. The patient returned to the operating room for pump exchange due to suspected pump thrombosis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported low flow was confirmed during the evaluation of the device. The device was returned assembled with the pump cable cut ~6.5¿ from the pump header and the severed portion of cable was not returned. The modular cable was not returned. The sealed outflow graft, the sealed outflow graft bend relief, and the outflow graft clip were returned all unattached. The apical cuff was not returned. A white paper towel was also returned, contained two soft depositions of clotted blood. Examination of the sealed outflow graft found soft depositions of clotted blood, predominantly near the distal end of the lumen. The outflow section of the pump cover also showed a soft deposition of clotted blood. The depositions appeared to be acute formations and the color and texture of each was similar to the depositions returned in the white paper towel. Upon disassembly of the returned pump, a red, tissue-like thrombus was visible in the eye of the pump rotor. The thrombus was found to extend into two of the four rotor vanes. Log files submitted and retrieved from the returned device captured sudden decreases in flow as low as 0 lpm along with an increase in rotor noise and momentary rotor instability events. The observed thrombus would have caused the sudden decrease in pump flow and the log file events appeared consistent with the tissue being ingested during support. The origins of the thrombus could not be conclusively determined. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 lvas IFU lists thromboembolism as a potential risk/adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. It also states, prior to advancing the inflow cannula into the left ventricle through the apical cuff, remove the glove tip from the inlet extension. Inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The system monitor section describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.